Manufacturer narrative:
Correction: adverse event/product problem - corrected. The event description - corrected. Device code - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available to the analysis. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. From the information available, there is no indication that the reported event is related to product nonconformance or misuse. From the information received, the retriever caught on a previously placed stent and could not be removed, which resulted that the retrieval device stent fractured and remained implanted in the patient's vessel. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported issues. Therefore, a root cause of operational context has been assigned to the reported event.

Event description:
It was reported that the subject device was delivered to the target m2 middle cerebral artery through a previously placed carotid stent. Following a mechanical thrombectomy, while the retrieval device was being removed, the retrieval device stent became interwoven with the previously placed carotid stent. A snare device was unsuccessfully used in attempt to detangle and remove the retrieval device stent, which resulted that the retrieval device stent fractured and remained implanted in the patient's vessel. The procedure was stopped.

Event description:
It was reported that the subject device was delivered to the target m2 middle cerebral artery through a previously placed carotid stent. Following a mechanical thrombectomy, while the retrieval device was being removed, the retrieval device stent became interwoven with the previously placed carotid stent. A snare device was unsuccessfully used in attempt to detangle and remove the retrieval device stent, which resulted that the retrieval device stent remained implanted in the patient's vessel. The procedure was stopped.

Manufacturer narrative:
(B)(4). The device is not available to the manufacturer.